Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Possible causes for error code e006 include: 1.) Increased number of deposits of tissue on the electrode. 2.) Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) 3.) Increased contact resistances due to defective contacts. 4.) The measuring method of the esg-400 might also have an impact on the conductivity. For this error message, a user error cannot be excluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus that during a therapeutic transurethral resection of the prostate procedure, the electrosurgical generator esg-400 displayed error code e006 (temporary failure). The intended procedure was completed successfully with the same set of equipment; however, the case took longer than usual. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additionally, customer was recommended software upgrade from 11-a to 12-a. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.